Event description:
Per the audiologist's report, this pt has experienced a decrease in speech perception and useable electrodes over time. All external equipment has been exchanged, but the problem was not resolved. An integrity test performed in 2006 did not show fault with the receiver stimulator, but did show some electrode faults. Given the patient's performance history, cochlear has recommended explant / reimplantation surgery. A surgery date has not been set.